Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged from the pt's right atrium nine days post implant. This lead was successfully repositioned and to date, no adverse pt effects were reported.